Manufacturer narrative:
UDI = (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex distal release esophageal stent was to be used to treat a medium tier tumor with stenosis in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient''s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the stent could not be fully deployed. The partially deployed stent was removed from the patient. There were no patient complications reported as a result of this event. The patient's' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a partially deployed ultraflex esophageal stent and delivery system was returned for analysis. Visual examination of the returned device found that the shaft of the delivery system was kinked at multiple places. Functional analysis of the device found that the shaft bowed during a failed deployment attempt. The stent was able to be manually deployed by pulling directly on the deployment suture. No other issues were identified with the device. The investigation determined that the failed deployment attempt during the device analysis was consistent with the complaint incident. The investigation concluded that the cause of the failures noted during the analysis were likely due to procedural or anatomical factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 26, 2016 that an ultraflex distal release esophageal stent was to be used to treat a medium tier tumor with stenosis in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the stent could not be fully deployed. The partially deployed stent was removed from the patient. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.